Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the moving parts of the trigger of the battery oscillator device were not moving smoothly, the pin hole for the trigger was worn out, sticky trigger, component damage, and contact damage. It was further determined that the device failed pretest for general condition and check for sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger of the device were not moving smoothly therefore, the reported condition was confirmed. However, the assignable root cause was not determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).